Manufacturer narrative:
The device was not returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
The device will not be returned for evaluation. However, a supplemental report will be forthcoming when the engineering evaluation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the 70cc2 cable, it provided inaccurate blood temperature and could not provide continuous cardiac output. The cable did not pass the test when a cable test was performed. The issue was resolved by replacing the cable. There was no allegation of patient injury. The device is not available for evaluation.